Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 415 mg/dl. The customer received multiple no delivery alarms from his insulin pump. The customer stated he had three reservoirs with cloudy insulin in them and no other supplies. The customer was advised to contact his health care provider for treatment advice and sent emergency supplies. The product is not being returned. Nothing further was reported.